Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2025, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon the medacta stem to a competitor stem and revised the medacta head and liner to dm. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in reproting pain due to a dislocation of the liner from the cup. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 may 2025 (B)(4) items manufactured and released on 06-nov-2024. No anomalies found related to the problem. To date, no similar events have been reported on the same lot. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.